Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, a distributor contacted animas alleging that the display screen had become dim. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.